Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported needle to cuff miss/suture retrieval issue appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. The patient effects of dissection and hemorrhage are listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using the preclose technique via a 6fr sheath, prior to a percutaneous coronary intervention with an impella device. Reportedly, a cuff miss was noticed and a dissection was also seen in the common femoral artery. Manual compression was applied to achieve hemostasis and treat the dissection. Two units of blood and protamine were given. The procedure was aborted. The patient is stable and was kept overnight for observation. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.